Event description:
The right ureter was cannulated and there was difficulty passing up the wires to the kidney. Finally, the operator of the device was able to utilize a ureteroscope and went up to the kidney and back down. It was then attempted to use a basket extraction: they were able to engage the basket. The stone would not retrieve down and the surgeon had to leave a portion of the basket in the ureter as it was wrapped around the stone. A ureteral stent was placed under fluoroscopy due to concern for damage to the ureteral wall with significant manipulation. Another procedure will be performed at a later date to retrieve the wire and remaining stones.

Manufacturer narrative:
A staff member at the facility informed us that the hosp would not be releasing the device. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.